Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 107 mg/dl. Customer stated they have failed battery test alert and now the pump has blank display. Customer was advised to insert the new aaa alkaline battery and display returned. Customer was advised to monitor pump and we will ship a replacement battery cap as a courtesy. Customer stated that blank display came back.